Manufacturer narrative:
The investigation of the returned coil system revealed the implant coil was attached to the pusher with no signs of thermal detachment. The alleged coil detachment was not confirmed.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for analysis. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of an aneurysm, the embolization coil detached from the delivery pusher during removal from the microcatheter. There was no reported patient injury or additional intervention.